Event description:
The user received analyzer alarms and a questionable glucose result for one patient sample from the cobas c111 analyzer. The initial result was 9.4 mg/dl. The user shut down and rebooted the analyzer, then repeated the patient sample. The repeat glucose result was 187.4 mg/dl twice and was reported. The initial result was not reported outside the laboratory and the patient was not affected. The glucose reagent lot number was 62255801. The field service representative determined there was a software error and reinstalled the system software. He verified the analyzer operation by performing service diagnostics. The user ran calibration and quality control with acceptable results.